Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user disconnected the ilet to shower, reconnected, and approximately 15 minutes later the device declared malf 61, after which the user was instructed to revert to backup therapy and a replacement ilet was arranged. Symptoms included no change in blood glucose, with a reported value of 98 mg/dl, and no adverse clinical effects. Outcomes included temporary interruption of pump therapy with use of backup therapy and continued cgm monitoring. Investigation included review of device self-reported alarm information and collection of use history. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.